Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported, "during the patient's surgery, the balloon was not paced and could not function properly." Additional information states that the "balloon would not inflate completely". To continue therapy, the catheter was changed. The second catheter was inserted into the same insertion site. No patient injury or consequence. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the packaging retention sleeve was noted on the iabc bladder membrane. The peel away sheath was noted on the returned sample. The one-way valve was tethered to the short driveline tubing. The bladder was loosely wrapped. Two bends to the iabc central/outer lumen were noted at approximately 37.2cm and 44.8cm from the iabc distal tip. No blood was noted on the exterior or the interior surfaces of the returned sample. No other visual damage or abnormalities were noted to the retuned sample. Since the packaging retention sleeve was noted on the iabc bladder, this condition indicates a pon and must remain in place until is fully inserted. Remove syringe. Remove catheter fotential that the catheter was not prepped per the instructions for use (IFU). As a result, an in-service for the customer is requested to reiterate the appropriate method for iab prep/removal from its packaging. The instructions for use (IFU) states:" connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the ballorom tray, keeping it in line with balloon membrane. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0067in and was within specification of process document. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0067in and was within specification of process document. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab would not inflate completely is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Additionally, the packaging retention sleeve was noted on the iabc bladder. This indicates the iabc was potentially not prepped per the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer.

Event description:
It was reported "during the patient's surgery, the balloon was not paced and could not function properly." Additional information states that the "balloon would not inflate completley". To continue therpy, the catheter was changed. The second catheter was inserted into the same insertion site.no patient injury or consequence. The patient's current condition is reported as "fine".